Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause. Mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 115 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is approximately three weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with readings obtained as they are low for her and she has not had any recent changes in her daily routine such as diet, exercise, or medications. Customer also states when her blood sugar gets low she starts to feel shaky, which she has not experienced when obtaining the low readings on meter.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 115 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is approximately three weeks ago. The meter memory was reviewed for previous test result history: the 78mg/dl (B)(6) 2017 11:00 am fasting: yes, the 77mg/dl (B)(6) 2017 09:48 am fasting: yes, the 103mg/dl (B)(6) 2017 11:00 am fasting: yes, the 74mg/dl (B)(6) 2017 07:00 am fasting: yes, the 81mg/dl (B)(6) 2017 10:33 am fasting: yes. Customer is concerned with readings obtained as they are low for her and she has not had any recent changes in her daily routine such as diet, exercise, or medications. Customer also states when her blood sugar gets low she starts to feel shaky, which she has not experienced when obtaining the low readings on meter.